Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 50 and 198 mg/dl. Customer¿s current blood glucose value was high as 450 mg/dl. The customer treated with food and insulin. Troubleshooting was done for low blood glucose and over delivery, however the customer declined further troubleshooting for low and high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.